Manufacturer narrative:
The intraocular lens was removed and replaced during the same procedure. (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that after insertion of pcb00 20.5 diopter intraocular lens the physician discovered that the wrong lens was implanted. The pcb00 lens was removed and replaced in the same procedure with a model zxr00 iol. At lens removal, the incision was slightly enlarged, no sutures were required. There was no patient injury reported.

Manufacturer narrative:
Device evaluation: the reported complaint does not require further product investigation. Manufacturing record review: the manufacturing process record was evaluated and no deviation was found during process related to the complaint issue reported. There was no discrepancy found during the mrr (manufacturing record review). The product was manufactured and released according to the specifications. A search revealed that no additional complaints for this production order have been received. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Conclusion: based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.